Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit alarmed no reservoir, low reservoir and low battery properly during testing. Unit functioned properly. No alarm alerts anomaly noted during testing. Drive support disk was inspected and no anomaly was noted. Unit was received with cracked case on display window corners, cracked lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads. Noisy motor noted during testing, problem isolated to motor. Insulin pump passed the dat test at 0.08835 inches.

Event description:
The customer reported via phone call that the insulin pump only alarmed when it was out of insulin. The self-test passed. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.